Event description:
(B)(4). I had the device placed, one of the coils migrated into my abdomen and punctured through my uterus from the outside. The other coil recessed part way back into my uterus. I had a surgery to have the first cool removed and a clip put in its place. The second coil remained in place. I had extreme weight gain, pain bleeding, trouble with sexual arousal, pain during intercourse, excessive bloating, I lost my milk supply, (my daughter was 3 months old at the time), had chronic uterine infections, and was unable to function normally. (B)(6) 2014 I had a hysterectomy to remove the remaining coil and the fragments left behind from the first coil.